Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgidac reload: suture popped off needle polysorb reload also fell out of the endostitch. They did not save the needle. No returning of this product. Only returning surgidac and endostitch. No lot number or UDI available. The current patient status was with no issues. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity. No other manufacture's material reinforcement was used.